Event description:
The product package was incorrectly labeled however it was indicated that the product was not clinically used. There was no pt injury. This product will be returned for evaluation and testing.